Event description:
The kit booking specialist, (B)(6), reported that "the customer contacted me to ask a replacement for the item involved, the customer reported the item broke during a surgical procedure without any adverse consequence for the patient. The surgeon completed the procedure without any delay."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded at the hospital and was not returned to the manufacturer. When completed, the investigation results will be submitted in a supplemental report.